Event description:
It was reported that an implantable pulse generator (ipg) system was returned with information that the patient is deceased and the cause of death was congestive heart failure due to infective endocarditis. The source of the endocarditis was requested and not received.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. The battery indicator signifying that it is time for device replacement occurred after explant. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.